Event description:
It was reported that a pin from the patient cable broke off and stayed lodged in the white cable on the system controller end. There were no alarms for this event. The system controller was exchanged and the patient received a new backup system controller.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a pin stuck inside the controller¿s white power cable connector was confirmed. Visual inspection of the returned hm3 system controller, serial (B)(6), revealed a pins stuck on the white power cable connector. The pin was removed before continuing to test the controller. The controller was connected functionally tested and was connected to a mock circulatory loop for an extended period of time without any issue. The controller functioned as intended during the analysis. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section-¿alarms and troubleshooting¿ and heartmate iii patient handbook section-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including power cable disconnect and no external power. Heartmate iii instructions for use section-¿equipment storage and care¿ and heartmate iii patient handbook section-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller connectors and cables. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a pin from the patient cable broke off and stayed lodged in the white cable on the system controller end. There were no alarms for this event. The system controller was exchanged and the patient received a new backup system controller.